Event description:
Reporter noted facility had several endophthalmitis cases with post-op phaco patients; different surgery dates, two surgeons. This patient was 12th phaco case of the day 3/2001; had endophthalmitis ten days post-op. Cultured; no growth. No vitrectomy. Improving.